Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow block alarm event on (B)(6) 2023 leading to high blood glucose level. The patient tried to treat it with manual injection. Therefore, the patient was hospitalized on (B)(6) 2023 due to high blood glucose levels. During hospitalization, the patient was treated with manual shots. The patient stayed in hospital between (B)(6) 2023 to (B)(6) 2023. Currently, the blood glucose level of the patient was 120 mg/dl. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: united states.